Event description:
Per the clinic, the patient was put under general anaesthesia to undergo an implant evaluation on (B)(6) 2015, due to refusal of device use.

Manufacturer narrative:
(B)(4). Implanted device remains.